Manufacturer narrative:
(B)(4).

Event description:
A culture was taken and the results were negative for the presence of an infection. The patient has been placed on oral medication as the wound site continues to heal.

Manufacturer narrative:
Device evaluation summary: the pump investigation included flushing the catheter access port, programming a bolus flow rate, and performing relevant flow rate tests. The pump primed and flowed per specification. Internal complaint number: (B)(4).

Event description:
The skin of the incision site on the patient was not healing properly and may have developed a possible infection. No device issues were reported. The pump was explanted on (B)(6) 2015 and returned for evaluation.